Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm and vessel morphology at the time of implant was not reported. Aneurysm and vessel morphology at the time of implant were not reported. On an unknown date post stent graft implant the aneurysm was 5.5 cm in diameter. The patient returned for a routine follow-up one month ago, and the aneurysm measured 8 cm in diameter with a proximal type I leak present. The physician elected to convert the device to an aui. A talent converter was placed up the right side along with a palmaz stent, and the left side was occluded with a talent occluder. The proximal type I endoleak was resolved. A femoral to femoral bypass was performed successfully. There was a type IV endoleak that was present through the converter and still filled the aneurysm sac. No additional intervention was performed. The patient will be monitored in a few months. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: (endoleak), (vessel morphology was not reported). Conclusions: (vessel morphology was not reported).